Event description:
During a dural fistula embolization procedure using onyx 18 and hyperglide occlusion balloon catheter, reversed flow of blood was found within balloon system. Upon removal of the catheter, it was separated in two parts with approximately 15 to 20 cm left in the guide catheter. No patient sequelae as a result of this event.